Manufacturer narrative:
The data was provided to spacelabs healthcare software engineer for further evaluation. During their review it was determined that the xhibit telemetry receiver had crashed due the windows operating system. It was found that there were numerous errors in the event log that continued until the system had restarted, likely due to the system running continuously for over year. Once the system had restarted, proper device operation was observed. The cause of the reported issue was due to the imbedded windows operating system.

Event description:
The customer reported that several telemetry patients dropped off the central station. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer readmitted all patients that dropped off the central station. Technical support pulled logs for the xhibit telemetry receiver (xtr) and forwarded to a product support specialist. A preliminary review of the logs indicated that the xtr restarted on its own. Further investigation into the restarts are being conducted. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.